Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) and fentanyl (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that they needed to have magnetic resonance imaging (MRI) scans of their cervical, thoracic, and lumbar spine, and their urologist also requested an MRI of their pituitary gland since it was damaged. The patient stated that hospital wanted a company representative (rep) present for the MRI. The agent reviewed process of having representative paged. The patient also stated that their pump has been empty for "4-5 months" because they have moved, and the closest physician was "over two hours one way" so they are going to have the pumptaken out. They used to have fentanyl in their pump but then had dilaudid which did not work.